Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 555mcg/ml; dose 167.7mcg/day), sufentanil (concentration 50mcg/ml; dose 15.108mcg/day), and bupivacaine (concentration 5mg/ml; dose 1.5108mg/day) via an implantable infusion pump. Patient history included post spinal cord injury and intractable spasticity. A pump motor stall and recovery occurred and was seen at initial interrogation. Per the pump logs, the motor stall occurred on (B)(6) 2015 at 06:22 with recovery at 10:02. Per logs provided, a pump motor stall also occurred (B)(6) 2015 at 12:56 with no recovery recorded. The patient had reported hearing the alarm for the first time the week prior; however, the pump logs did not contain information from the week prior. The patient did not recently have magnetic resonance imaging (MRI) performed but did have an MRI on (B)(6) 2015 at which time she followed up with the doctor to have the pump interrogated. The patient began feeling withdrawal symptoms on (B)(6) 2015 and the onset was sudden. Symptoms included feeling itchy, sweating, fever, nausea, and feeling hot and cold. The patient mentioned that she took gabapentin and xanax following presentation of the withdrawal symptoms. The pump was scheduled to be replaced on (B)(6) 2015. Additional information was received from a consumer and healthcare provider via a company representative who indicated that the patient had an MRI on (B)(6) 2015 for an unknown reason. A motor stall was seen in the pump logs upon interrogation. The healthcare provider (hcp) did not usually perform a post-MRI check of the pump and would only bring in the patient if the patient became symptomatic. On (B)(6) 2015, the patient became symptomatic and went to see the managing physician. The symptoms included increased pain, nausea, vomiting, anxiety, and increased spasticity. That day, the doctor programmed a single bolus and the patient felt better following the bolus. On (B)(6) 2015, the patient had a capsule endoscopy. After the endoscopy, the patient's symptoms returned, so she returned to the managing physician's office. On (B)(6) 2015, the patient went to the hospital due to the symptoms that had started on (B)(6) 2015 and had stayed overnight at the hospital. The patient was released from the hospital the next day (B)(6) 2015 and the symptoms and vomiting continued for a few days after leaving the hospital. On (B)(6) 2015, the patient returned to the emergency room with the same symptoms which had not resolved since the occurrence on (B)(6)2015. When the patient was in the hospital, a CT scan was performed and the patient was diagnosed with a kidney stone. The patient went home on the evening of (B)(6) 2015. On (B)(6) 2015, the patient went to see an urologist who did an x-ray which confirmed the kidney stone. According to the patient, there were no other interventions since (B)(6) 2015. In the pump logs, a motor stall was seen at 09:33 on (B)(6) 2015 and recovered on (B)(6) 2015 at 12:27. The patient had not had an MRI on (B)(6) 2015. The stopped pump period may exceed tube set message occurred in the logs on (B)(6) 2015. The patient's pump was replaced on (B)(6) 2015. At the time of the replacement, the catheter that was connected to the pump had a sutureless connector and the length of the catheter was listed as 100 cm; 15 cm was removed. The volume per cm was programmed as 0.0010 ml/cm. The patient's pump delivered sufentanil intrathecal (50 mcg/ml; 5 mcg/day), bupivacaine intrathecal (5 mg/ml; 0.4997 mg/day), and compounded baclofen intrathecal (550 mcg/ml; 55.46 mcg/day).

Manufacturer narrative:
Analysis of the 8637-40, serial number (B)(4) found feedthru anomaly, shorting across insulator. Analysis found bridging across m1 feedthru¿s ceramic insulation.